Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hip replacement, the t handle was broken and would not accept attachments at all.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> it was reported that during hip replacement, broken t handle would not accept attachments at all. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the excel t-handle has signs of repetitive use, no broken areas were detected. A functional test performed with a mating device laboratory sample revealed that the handle was not able to properly assemble the mating device as intended, therefore the reported complaint allegation was able to be replicated. While handling the handle it was noted that the inner ball bearings were jammed. Based on the available information, a definitive root cause for the observed condition of the locking mechanism cannot be determined. However, it can be suspected that organic residues or corrosion may be lodged in the internal mechanism or the device was not properly lubricated . Refer to the instruction for use (IFU-0902-00-836) for the proper cleaning process and maintenance. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the excel t-handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9. Corrected: h3.